Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation, and examination of the returned device could not confirm the reported issue of difficulty opening. However, a separate issue was found where the device could not be latched shut. Further testing of the device identified that this was due to broken latch tines within the handle, preventing it from locking closed. Inspection of the device also found evidence of harsh and unusual use, including significant scratches on the seal plate and jaws that were a bleached white color, similar to that seen when the device is reprocessed. The device history records for this lot were reviewed and no potentially contributing entries found. The root cause of this issue is attributed to rough and unusual use, or possible multiple uses by the customer. The IFU warns that this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/18/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws failed to open after being applied to tissue. There was no injury to the patient.